Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was not reported. It was not reported if the patient was hospitalized for the event. On an unreported date, the patient began treatment with unspecified drugs for the event. The patient was recovered from the peritonitis event. The action taken with dianeal therapies was not reported. No additional information is available.